Manufacturer narrative:
Conclusion: device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that pt was experiencing pain due her lead migrating to a position over her clavicule. Due to the persistence of this pain, the pt underwent revision surgery to replace the lead. During the procedure it was noted by the surgeon that there was a break in the silicone coating of the lead and there was fluid in the lead. Explanted lead in question was returned to MFR for product analysis. Analysis on the lead confirmed that an abraded opening in the outer silicone tubing was present on the lead body. The exact cause for the abraded opening is unknown, but it likely related to normal wear of the lead over time.